Manufacturer narrative:
No product is expected to be returned related to this case. If the product is returned in the future, a follow-up report will be submitted. The customer's meter was returned and was tested. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with serial number (B)(4) compared to an unknown laboratory method. The patient was in the hospital and his doctor recommended that he tests on the meter when he is released. The laboratory result from a venous draw at 12:30 pm was 0.8 inr. The meter result at 1:51 pm was 5.0 inr. The therapeutic range is 2.0 to 3.0 inr and testing is performed once every two weeks.